Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial patient reported that they had 3 major surgeries right in the base of the spine and it took quite a while with hard time making connections but they finally did. It was noted after that surgery patient went to the bathroom and ¿found that she was bleeding all over the place on her jeans and everything, it was a mess¿. The patient was not aware she was bleeding until she went to the bathroom. The patient mentioned the device was working at the time of implant and when she got to the car, she had to crawl into the passenger side of the back to grab a rag wanted to place down before she sat in the car, not to bleed over the car. The patient indicated that she did not know if her crawling into the back had anything to do with this, but once patient got home the device wasn't working any more. The patient stated she was not feeling stimulation or nothing at all. It was noted that the green light was on screener box and box was working. The patient had turned dial all the way up as high as it would go and still did not feel any stimulation. It was further reported a day later that bleeding was common when patient was stuck with a needle and the health care provider took care of the slight bleeding. It was noted that patient proceeded to pulling her other lead out of place stretching to get something on the passenger seat of her car. After speaking with the patient she was coming in the office on the day of this call to have the tape taken off and the inconclusive test was over. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.